Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site stated the break out box (bob) was not functioning when plugged into the navigation system. The localizer was not connected. There was no patient involvement. The probable cause was noted to be the bob. Troubleshooting was performed, when connecting the problematic breakout box to a navigation system (unsure if the navigation system used was the same one used during issue occurrence), the system displayed "localizer disconnected" followed by "localizer faulted". The rep accessed the electro magnetic (em) diagnostics from clinical application, the following statuses were reported: status: faulted, amplifiers enabled: false, bob: faulted, controller: connected, tca: disconnected, all ports faulted, system faults: bob rom, and tool faults: 0 1 2 3 4 5 rom.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the emitter (product: emitter 9735521 axiem 3 side mount, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was insufficient information. H6: codes d02, b01, c07 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d14, b01, 19 apply to the emitter (product: emitter 9735521 axiem 3 side mount, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the breakout box was replaced. The new breakout box was tested and was working properly. The system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.